Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1013683 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1013683 and test base part number 190-430 / lot 1013683. The quality control release testing met specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013683 showed that the complaint rate is 0.006%. The investigation is not yet complete. Upon completion, a supplemental report will be submitted with the information.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed (B)(6) 2021. Confirmation test with thermofisher pcr (date of collection/testing not provided) provided negative results. Samples were stored at room temperature in copan universal transport medium. The samples were then stored -20 degrees celsius. Swab and sample type not provided. The patient was not symptomatic at the time of testing. There was no delay or impact to patient treatment. There was no impact to the patient based on the false positive ID now covid-19 assay results. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Additional information: contact information (g1) and investigation narrative (h10). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013683 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the appropriate logfiles were not provided.